Manufacturer narrative:
On 18dec2024 the bench service engineer (bse) replaced the bottom foot kit to resolve the missing mounting foot issue. Following the completion of the part replacement, the bse conducted a performance verification test (pvt) on the device, which was passed. The bse restored the device's factory settings, and the device was confirmed to be ready to be returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was missing a foot when it was received for device evaluation. It was confirmed that the foot missing was the foot which would be used to mount or attach the v60 device onto the stand base assembly. The device was outside of use at the time of the reported problem. There was no patient or user harm reported.